Event description:
It was reported that a african american female patient underwent primary breast augmentation with unknown size unknown gel implants and experienced breast implant rupture on her right side postoperatively found on mammogram in (B)(6) 2025. As a result, the patient underwent bilateral replacement surgery with catalog number 3505504bc; serial number (B)(6) on the left side, and with catalog number 3505504bc; serial number (B)(6) on the right side on (B)(6) 2025.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Unrecognized number 7411-470 was provided. Multiple follow-ups were completed for clarification. No information has been received to date. Supplemental report will be submitted upon receipt of information. Reason for device explant and/or reoperation: right rupture. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).